Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was a leak in the reservoir; the insulin leaked into the insulin pump. Customer's blood glucose at the time of the incident was 234 mg/dl. During troubleshooting the reservoir appeared undamaged. The reservoir is not expected to return.